Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 500 mg/dl at the time of incident and the current blood glucose level was 270 mg/dl. Customer other blood glucose value was 143 mg/dl and 77mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection and insulin pump for high blood glucose level. Customer stated auto mode feature was not active. The customer stated that the symptoms related to high blood glucose such as little sleepy. Customer had using insulin pump system within 48 hours of reported high blood glucose event. Customer reports they did not contact their health care professional regarding the high blood glucose. Customer does not allege pump was under delivering. The insulin pump will not be returned for analysis.